Event description:
It was reported that after a monarch-assisted bronchoscopy procedure the patient experienced a small pneumothorax. The pneumothorax was discovered during post-op check via a chest x-ray. The location of the pneumothorax was left upper lobe (lul). The pneumothorax was treated expectantly with oxygen and hospitalization on (B)(6) 2021. A second chest x-ray was taken, and pneumothorax was resolved, and the patient was discharged on (B)(6) 2021.

Manufacturer narrative:
The device was not returned for evaluation. The physician stated that they were not sure what caused the pneumothorax. The risk of pneumothorax is documented in 105-000299-01 rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.